Manufacturer narrative:
Additional information was received as requested by the manufacturer, and it was determined that the front bezel was replaced, and this resolved the reported issue.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a nav-ring that wasn't working. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had a nav-ring that wasn't working. A quote was sent to the customer, to have the front bezel with navigation ring replaced.